Event description:
It was reported the transmitter was not connecting to the insulin pump. Customer's blood glucose was 400 mg/dl. Troubleshooting for lost sensor was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.